Event description:
Complainant alleged that during the incoming inspection of the product, the device's leakage current was out of specification. The complainant indicated that there was no patient involvement in the reported failure.